Event description:
It was reported that the patient's device was in a power on reset (por) condition following electromagnetic exposure (electrocautery). The company representative planned to meet with the patient and clear the por. Additional information was requested. If received, a follow up report will be sent.

Manufacturer narrative:
Lead model 3389s-40, lot: v777069, implanted: (B)(6) 2011, explanted: na. Extension model 37085-60, serial: (B)(4), implanted: (B)(6) 2011, explanted: na. (B)(4).

Event description:
Additional information received reported that when they were closing the pocket, electro cautery/bovee was used, which reset the device. A manufacturer representative met with the patient, cleared the por, everything was fine, and the patient was doing great. When the representative reprogrammed, they rebounded the programmer to the battery, the patient felt stimulation right away and felt comfortable. The patient had since seen their physician a few times and everything was fine.